Manufacturer narrative:
The pvad lvad remains in use supporting the patient. (Reference MFR. Report # 0002916596-2013-00596 for pvad rvad). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with biventricular support (pvad lvad and pvad rvad). It was reported by the vad coordinator that the patient was admitted for hemolysis. The patient was given two units of blood. The vad coordinator also mentioned that the patient has small ventricles and that the hemolysis could be a result of the cannulae placement due to small ventricles. The patient is being monitored during regularly scheduled clinic visits.